Manufacturer narrative:
Investigation summary bd received one photo for investigation. Evaluation of the attached photo shows an edta tube with gel inside, which is not supposed to be present. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode incorrect gel quantity. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, foreign matter-gel was found in two (2) tube(s). No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, foreign matter-gel was found in two (2) tube(s). No adverse impact was reported regarding the patient or user.